Event description:
During a ptca procedure, a 3.0/15 penta stent was implanted at which time the balloon ruptured. There was difficulty removing the stent delivery system and a dissection occurred. The dissection was treated with the placement of another stent.